Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A (B)(6) bluetooth pairing test was performed and passed. Share log data was downloaded and retrieved. Data was reviewed and a loss of connection was observed within the investigation window. The complaint confirmation of a loss of connection was confirmed. The root cause could not be determined.